Manufacturer narrative:
The 12 month tracking and trending report review determined that there are no adverse trends. A retained kit of (B)(6), list number (B)(4), lot number 21297li00, was calibrated and the (B)(6) run control values met control specifications and were in the typical range. To evaluate the specificity performance of the (B)(6) were analyzed on each sub-channel. All values were in the typical range. No atypical increased values or (B)(6) results were obtained. Review of the (B)(6) population testing for final release revealed no indications that the specificity of the lot might be adversely affected. Additionally, a review was performed for nonconformances and deviations associated with the affected (B)(6) lot. This review resulted in no occurrences that could be linked to customer observation. A review of (B)(4) field data was performed with regards to initial reactive rate (irr) and repeat reactive rate (rrr) for lot number 21297li00. No indication for an increased irr and rrr was observed with this lot compared to the overall performance of the (B)(6). Furthermore the (B)(6) population mean values for lot 21297li00 were in typical range. A review of labeling concluded that the issue is sufficiently addressed in the labeling. Based on this investigation, it has been determined that (B)(6), list number (B)(4), lot number 21297li00, is performing acceptably.

Event description:
The account generated (B)(6) prism hcv result on a sample that tested riba (B)(6). The account questioned the specificity of prism hcv lot 21297li00 and provided information of one unconfirmed reproducible (B)(6) sample. Testing was performed over 4 prism analyzers. No information was provided regarding which specific prism analyzer generated the (B)(6) but (B)(6) result. No actual testing data or patient data was provided. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). An evaluation is in progress. A followup report will be submitted when the evaluation is complete.